Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is near end of life. Rep confirmed that the patient's ipg is at 2.73 v. Surgical intervention may take place at a later date.

Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.